Event description:
8/15/94 eighty-yr-old pt had pacemaker inserted via left subclavian vein. 9/15/94 seen in emergency room with complaints of left shoulder pain. Stated she irritated pacemaker insertion site with buckle of bra. 9/19/94 readmitted acutely ill with staphylococcus aureus septicemia. 9/22/94 expired. Cause of death: cerebral infarct and septicemia. Etiology of septicemia: ? Pacemaker, ? Pace wire, ? Pacemaker insertion site. No autopsy performed.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.